Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1063 (invalid test results, correlation coefficient too low) while running one patient sample on the axsym digoxin iii assay. The issue was not resolved by recentrifuging the sample. There was no impact to the pt's management reported.